Event description:
Product complication: none time of complications: one-month follow-up. Start date 04/07/2006, stop date 04/07/2006. Date of procedure was 2006. Symptoms: none the pt did not show up for one-month follow-up and was found in hosp admitted 2006 under a defferent physician. The pt experienced a mi, start date 04/07/2006 with a stop date of 04/07/2006. The condition was not pre-existing and is unk if related to the device. Action/treatment: heparin. The event resulted in new hosp. The condition is improving.